Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging that their one touch ultrasmart meter does not power on. The patient mentioned that the reported issue began at 6 pm on (B) (6) 2010. Since the reported issue began, the patient continued to take their usual dosage of medication. A few days later, on (B) (6) 2010 at an unspecified time, the patient began to exhibit frequent urination, fatigue, thirsty and having a headache. The patient contacted his physician and received phone advice. No further medical attention was needed. The patient denied any misuse of the product. The battery did not need to be replaced. The patient was using the correct test strips. Customer care advocate (cca) was unable to resolve the issue and sent the patient replacement products. Product was replaced. The complaint is being reported since the patient alleged that due to the ultrasmart meter not powering on, she developed symptoms and had to receive phone advice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.